Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error during device rewind process. Customer's blood glucose reading was 203 mg/dl. Product is being replaced.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm or rewind anomaly was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip.